Event description:
It was reported that the outer cannula trach head cracked/separated on one (1), size 8 dcfn, disposable cannula cuffless fenestrated tracheostomy tube. The disposable device had been in use twelve (12) months when the breakage occurred. A number of label contraindicated cleaning/maintenance practics were also reported. The complainant has been advised to review and discuss the device labeled instructions with the health care provider. There was one (1) patient involved with no reported patient injury. The size 8 dcfn device was not available to be returned to the MFR for investigation.